Event description:
A malfunction on the insulin pump was reported, displaying a specific malfunction code. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. Customer reverted to an alternate method of insulin delivery.